Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The cpu was recommended for replacement.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.